Manufacturer narrative:
On 28-oct-2020, abaxis received a call from the customer lab reporting an issue with analyzer serial number (B)(4), stating that the device emitted a smoke odor. No fire or injury was reported. The evaluation of the device is pending device return from the customer. Further information will be submitted in a follow up report when received.

Event description:
The customer reported that the device emitted a smoke odor.